Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved red status indicator seen and beep heard.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 23rd october 2017. The device was returned for red status led and beep heard. There were no self-test failures recorded in the history log, which is the normal condition for the status indicator to flash red with an audible chirp. The led drive circuitry was scrutinized with no measurable fault. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The status indicator flashed green as normal throughout. It is possible the user had witnessed the status led flash red during a self-test and interpreted this as a fault. This is outlined in the sam 350p and is detailed in the labelling review. Alternatively, an intermittent fault in the led drive circuitry, or, with the membrane may have resulted in the red led flashing erroneously, despite being unable to find evidence of this during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No patient involved red status indicator seen and beep heard.